Event description:
It was reported to philips that the heartstart mrx defibrillator showed a device error service required and charge button failure at power on. There was no patient involvement.

Manufacturer narrative:
.